Event description:
Breast implants have destroyed my health, from gradually to fast progression last 10 yrs. I feel 90 instead of (B)(6). My health is going rapidly to the point my breathing is greatly affecting my quality of life. My breast burn, hurt, ache, neck swelling, gland swelling, ear pain, thrust, itchy eyes, throat and ears. Body numbing, waking grasping for air. Then trying to move to get circulation back, memory short term. Breast pain, problems through out body. No help from drs to work with. Insurance for implant removal. No way to quickly explant. Basically the implants are destroying my health and life span. While I'm trying to come up with the high cost of explanting surgery. My airway keeps shutting off and I'm struggling every day. I just pray to get through this costly bad decision and to be able to recover it.